Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 500 mg/dl) with a small level of ketones. The ketone level was considered as being dangerous by a healthcare provider. A correction via the pump or insulin injections were used to address the bg level. Due to the high bg, the contact had to assist the customer with administering the correction bolus/injection. The cause of the high bg was not known. As the high bg had occurred in the past, tandem technical support advised the customer to discuss the high bg events with a healthcare provider.